Event description:
Heparin drip initiated at 1950 via baxter 6301 flo-gard pump. The pump was programmed to deliver 20cc/hr, with a total volume to be infused of 140cc. At 2140 it was noted that while the pump showed 20cc/hr infusing, approx 350cc of the 500cc bag had infused into the pt. The infusion was stopped. The pt was scheduled for aorto-coronary bypass surgery the following a.m. As a result of the heparin infusion, her surgery was delayed for several hrs and she rec'd one unit of fresh frozen plasma. Preliminary eval by the biomedical engineering dept revealed that the tubing was not loaded correctly; that it was not taut enough.